Event description:
It was reported that the patient underwent an initial right knee surgery approximately 13 years ago. Subsequently, the patient started experiencing pain approximately 2 years ago. The patient's pain is from her knee to her ankle. Patient is using a wheel chair and hears a horrible noise in the knee when walking. The patient has been evaluated by several doctors for the issues and has had imaging performed and was told that the knee looked fine. One physician did notice the noise and wanted to do an exploratory surgery, however, the patient declined. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Implant date: 2009. Concomitant medical products: unknown - unknown articular surface - unknown. Unknown - unknown tibial component - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02427, 0001822565-2022-02429.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. H6: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.